Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a620 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient rep noticed this last couple of weeks now that the patient had been shaking more than usual and when they decided to look at the handset to check the patient's therapy today, they are unable to exit out of the screen that said my dbs therapy on the handset. Agent walked patient through closing out of all applications on the handset and the patient rep was able to get back to the home screen and access the therapy application. Caller confirmed that the patient's therapy was off and stated that could be the reason that the patient was shaking more than usual. Patient rep was not sure what turned the therapy off. Agent reviewed possible reasons the therapy might have turned off. Caller stated that they could have let the battery to deplete and that was what probably turned the therapy off. Agent reviewed that for instances where the therapy would turn off due to the battery depleting, they would need to manually turn the therapy back on using the handset. Agent reviewed recharging frequency with caller. Patient rep will monitor and reach out if they needed further assistance. Caller made a comment on the handset, they stated that it was really hard to work with, and they hoped it could be remodeled to be more user friendly.

Event description:
Additional information received from patient that caller called back and reported that they received the replacement equipment but could not get it to work to charge the patient. The patient lost therapy over the weekend and cannot move and they were able to reach anyone on the weekend for assistance. They almost had to go to the ER because without the therapy the patient is a vegetable/carrot. Explained to the caller that it needs to be paired in order to use it. The caller reported that they never were told that and they did not receive any instructions. Agent apologized and reviewed that would be checked in to. Helped the caller pair the recharger to the handset. Caller was then able to charge the patient. They were seeing therapy off, excellent connection, but no battery percentage yet. Advised the caller to try and get to 30% before taking a break to turn therapy on and then resume recharging. The caller expressed general dissatisfaction with the equipment being difficult to use, the patient services hours, and not receiving instructions for pairing the replacement.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.